Event description:
It was reported that the intravenous catheter was attempted to be inserted into a cat and no blood was coming out. When the catheter was being removed by pulling the yellow cone, the semi rigid white portion of the catheter was no longer connected to the cone. An xray was done on the cat where the portion of the device was found.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. No product was returned for investigation, therefore no device analysis could be performed. Three photos of the device were submitted for investigation, however the photos contained insufficient detail for investigation purposes. A review of past complaint data found no other reports related to the submitted lot number, and no confirmed complaints of the same reported issue. A review of manufacturing device history records found no anomalies related to the referenced defect. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.